Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged throat burn, swollen throat, sore throat. There was no report of harm or injury. No medical intervention was required by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and was able to confirm presence of foam degradation.